Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted, and the clip was placed on the valve. However, during the first check, before advancing into the right ventricle (rv), the gripper line broke. Therefore, the clip was removed and replaced. Two triclips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted, and the clip was placed on the valve. However, during the first check, before advancing into the right ventricle (rv), the gripper line broke. Therefore, the clip was removed and replaced. Two triclips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported broken gripper line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.